Event description:
It was reported that there is friction with the brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there is friction with the brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has been evaluated and the catalog number and serial number have been updated.